Event description:
"Bd" 60 ml syringe filled with 45-50 ml of actrapid insulin. Pump set to rate of 2 ml/hr. Infusion started at approx 18.45 hrs-at 19.35 hrs. Pump alarmed and gave message "nearly empty". Monitoring staff said flow rate changed to 50 ml/h and the syringe was empty with 50ml being delivered in less than one hr.